Manufacturer narrative:
The event description the customer reported to the MFR did not indicate a potential safety issue. The autopulse (s/n: (B)(4)) device was returned on 05/25/2012 to zoll circulation and analyzed. User advisory message of ua45 was unable to be duplicated during service. It was observed that the autopulse unit had damaged load plate, encoder and motor covers. The power distributor board was also noted to be damaged. The archive data exhibited numerous user advisory message s of ua45 (not a "home" position after power - on/restart). The archive data also indicated that a small pt/object and low voltage batteries were used on board during compression. During functional testing, the board was powered down and powered up several times with no issues. The board passed final test. Probable root cause contributed to the damage could be associated with normal wear and tear (age of the device is greater than 5 years).

Event description:
It was reported that the autopulse resuscitation system was used on a pt that was in full cardiac arrest and during deployment, the unit operated for only 5 mins, stopped and then displayed a user advisory message of ua45 (not at "home" position after power-on / restart). User attempted to set the driveshaft back to the home position, however unit continued to do the same thing. There was no report of a pt injury.